Event description:
It was reported by the customer the alpine femoral venous cannula 20fr had poor drainage during ECMO procedure and fractured in half during removal. No harm to patient. ECMO procedure is not in accordance with the indications of use for this device.